Event description:
It was reported that this pacemaker was part of a system revision due to erosion and possible infection. The patient was seen in the clinic and found to have the header eroded through the skin. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.